Manufacturer narrative:
The results of this investigation are still pending and will be communicated to FDA with in thirty days of its conclusion via follow up MDR.

Event description:
Following a leaking nutriline 2 fr - this twinflo was placed. It lasted for 24 hours before failing due to a leak just distal to the fixation wings. It was reported that it might have been cut during a trimming of a gel foam dressing.

Event description:
Following a leaking nutriline 2 fr - this twinflo was placed. It lasted for 24 hours before failing due to a leak just distal to the fixation wings. It was reported that it might have been cut during a trimming of a gel foam dressing

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(6) for their evaluation. The investigation summary is as follows: this complaint could not be investigated as we did not receive a sample for analysis. The complaint form provided us with the following information: "it was reported that it might have been cut during a trimming of a gel foam dressing". A catheter leakage can have several causes: pressure burst due to the use of small syringes. Catheter material weakness and therefor breakage due to the use of alcohol-based disinfectants. Mechanical damage due to sharp instruments. After reviewing the above-mentioned information it is possible that the catheter tube accidentally got damaged/cut during the described trimming procedure. However, this investigation is inconclusive due to the absence of the sample for further analysis. The batch history record was reviewed and did not show any deviations during the production. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests are performed. This is the 5th complaint we received for one of the involved batches and the 11th regarding catheter leakage on code 4g07125232 within the last three years - but none of them have been found to be manufacturing related. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.